Manufacturer narrative:
Block e1 (physician information): physicians: (B)(6) block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the top cover and front panel had a finish damage. A functional evaluation noted that the unit powered up correctly. The light engine did not sense the catheter when inserted into the socket. The catheter interface contacts were contaminated with unknow material and was not making a good connection. The contacts required replacement for repair. Per the evaluation conducted by enercon technologies, the light engine did not sense the catheter when inserted into the socket, the catheter interface contacts were contaminated and not making a good connection, there was finish damage to the top cover and front panel. It is likely that the reported event could have been caused by factors related to wear and tear, improper routine or preventative maintenance of the unit. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance. Block h11: block h6 (impact code) has been corrected. Block h7 (if remedial act init, type) has been corrected.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii suddenly went out and then remained black. The device was rebooted; however, the picture remains black. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Physician information): physicians: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii suddenly went out and then remained black. The device was rebooted; however, the picture remains black. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.